Event description:
Conmed japan reported on behalf of the customer that the device ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 during a robot(da vinci xi)-assisted descending colectomy procedure when it was reported ¿during robot-assisted descending colectomy, the tip of ias12-100lpi was broken, and it was found during the operation that the broken part had fallen into the body cavity. Immediately recover the broken part in the body cavity, then replace it with a new ias12-100lpi in the hospital stock, and continue the operation to complete. Console surgeon and assistant surgeon also commented that there was no possibility of collision or contact with the tip (broken part) of ias12-100lpi, including da vinci instruments, lap forceps and endoscope during surgery.¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. The current status of the patient was reported as ¿the patient has no fever, inflammatory reaction, etc.¿. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one ias12-100lpi in opened original packaging. Lot number was verified. Performed a visual inspection, the distal tip of the cannula is broken. All of the pieces were returned. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the device ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 during a robot(da vinci xi)-assisted descending colectomy procedure when it was reported ¿during robot-assisted descending colectomy, the tip of ias12-100lpi was broken, and it was found during the operation that the broken part had fallen into the body cavity. Immediately recover the broken part in the body cavity, then replace it with a new ias12-100lpi in the hospital stock, and continue the operation to complete. Console surgeon and assistant surgeon also commented that there was no possibility of collision or contact with the tip (broken part) of ias12-100lpi, including da vinci instruments, lap forceps and endoscope during surgery.¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. The current status of the patient was reported as ¿the patient has no fever, inflammatory reaction, etc.¿. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.